Event description:
The reporter states, that he obtained blood glucose results ranging from 640-960 mg/dl on the accu-chek advantage sys. There results are outside the numeric range of 10-600mg/dl of the device. No action taken based on these results. No adverse event reported. New sys sent to customer and return requested.